Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. A device history review could not be completed as no batch number was provided. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Root cause description: no root cause can be determined as no samples were received. Rationale: no batch#/sample available. No further investigation required.

Event description:
It was reported that bd precisionglide¿ needle had a burn on the tip of it. This was discovered during use. The following information was provided by the initial reporter: material no.: 305110 batch no.: unknown. It was reported the customer noticed a burn on the tip of the needle and she experienced a dull resistance with the needle. Per tandem report: description of issue: customer reported noticing a burn on the tip needle of the needle she experienced a dill resistance with. Number of occurrences: 1. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. What was your bg reading at the time of this event? 129mg/dl. Product lot number: customer was unable to provide. For bd product only, are samples available for investigation? No, but customer did want to authorize that bd can contact her. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Resolution: cts explained that bd might follow up with customer regarding returning syringe/needle. No further follow up is required. Note: product category = needle/syringe issue.